Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by a nurse that the customer got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 27 mg/dl at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported a rtc/internal clock comparison error. The customer had cardiac arrest, hyperkalemia, acute respiratory failure, and hypoglycemic unawareness. Troubleshooting was not completed but the pump passed a displacement test. The caller stated the customer's heart stopped due to a severe low in (B)(6) 2018 and they were hospitalized for 7 days. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with the operating currents within spec. And passed the self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the dat test at 0.08775 inches. No unexpected internal clock comparison error alarms, unexpected restart alarms, motor error alarms, unexpected excessive no delivery alarms, or displacement anomalies noted. The motor was tested outside the device and passed. The insulin pump was also received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.